Event description:
As stated by the customer on the 2010-09-21. A resident has slipped out of a sling on a maxilift and hit his head. The initial reporter could not confirm the status of the resident's condition as this was a third person account of the events. (B)(4)..

Manufacturer narrative:
The lifter had been partially disassembled by the facility before the arjohuntleigh investigator could carry out his investigation, loosing any evidence that may have contributed to the reported incident. (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, arjo inc, (B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation.